Event description:
Customer reported cine runs are dark and missing every other image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reformatted the cine drive. Sys operates as intended.